Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(6 2017. It was reported that the patient was seen at an outside hospital for bleeding of an unknown origin. Anemia continued and upon admission on (b)(6 2019, labs showed worsening anemia. The patient underwent an endoscopy which reflected gastric arteriovenous malformation. The patient received argon plasma coagulation. No additional information was provided.

Event description:
Additional information: additional information was received 06feb2019 indicating that the patient received a blood transfusion. The quantity of units was not reported.

Manufacturer narrative:
Section event: additional information.